Event description:
Terumo medical corporation received the reported information. After the assembly of the sheath tube dilator was complete, it was found that the resistance was very high during the process of delivering the sheath tube through the guide wire, and it could not be pushed. When withdrawing, it was found that the product was kinked and could not be used any longer. A new angio-seal was replaced to complete the surgery. There was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E1: initial reporter name: unknown. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section d9, and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effect analysis (fmea)/hazard based risk table (hbrt).